Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure micro-insert breakage") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), depression ("depression"), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding"), dysgeusia ("metal taste in mouth"), weight increased ("weight gain"), amnesia ("memory loss") and dermatitis ("inflammation of body and feet"). Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, menorrhagia, dysgeusia, weight increased, amnesia and dermatitis had not resolved. The reporter considered amnesia, back pain, depression, dermatitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of plaintiff's fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jul-2017: after a company internal review, quality safety evaluation information was amended. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure micro-insert breakage / device breakage"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), gastric bypass ("gastric bypass") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no: 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, anxiety disorder in 1999, asthma in 2007, lacrimal duct obstruction from november 2014 to december 2014 and miscarriage. Previously administered products included for an unreported indication: pill and depo-provera. Concurrent conditions included hypertension since july 2017, urgency urination and incontinence. Concomitant products included hydrochlorothiazide since on (B)(6) 2016, lisinopril and tolterodine l-tartrate (detrol la) since on (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and pollakiuria ("frequency urge to urinate"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and pelvic pain ("pain"). In 2014, the patient experienced inflammation ("inflammation of body and feet"). In march 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient underwent gastric bypass (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression / depression"), dysgeusia ("metal taste in mouth"), weight increased ("weight gain / weight gain"), amnesia ("memory loss / memory loss"), dermatitis ("inflammation of body and feet"), headache ("headaches") and pain in extremity ("feet pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, menorrhagia, dysgeusia, weight increased, amnesia and dermatitis had not resolved and the uterine haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, pelvic pain, migraine, headache, inflammation, pain in extremity and pollakiuria outcome was unknown. The reporter considered amnesia, back pain, bladder disorder, depression, dermatitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric bypass, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the mentioned symptoms. The essure procedure was performed per protocol. Trailing coils: left - 4 right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: full occlusion of plaintiff's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, device breakage, dyspareunia, menorrhagia, depression and abnormal uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet- event frequency urge to urinate were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure micro-insert breakage / device breakage"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), gastric bypass ("gastric bypass") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, anxiety disorder in 1999, asthma in 2007, lacrimal duct obstruction from (B)(6) 2014 and miscarriage. Previously administered products included for an unreported indication: pill and depo-provera. Concurrent conditions included hypertension since (B)(6) 2017, urgency urination and incontinence. Concomitant products included hydrochlorothiazide since (B)(6) 2016, lisinopril and tolterodine l-tartrate (detrol la) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and pollakiuria ("frequency urge to urinate"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and pelvic pain ("pain"). In 2014, the patient experienced inflammation ("inflammation of body and feet"). In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient underwent gastric bypass (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression / depression"), dysgeusia ("metal taste in mouth"), weight increased ("weight gain / weight gain"), amnesia ("memory loss / memory loss"), dermatitis ("inflammation of body and feet"), headache ("headaches") and pain in extremity ("feet pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, menorrhagia, dysgeusia, weight increased, amnesia and dermatitis had not resolved and the uterine haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, pelvic pain, migraine, headache, inflammation, pain in extremity and pollakiuria outcome was unknown. The reporter considered amnesia, back pain, bladder disorder, depression, dermatitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric bypass, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left - 4 right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: full occlusion of plaintiff's fallopian tubes. Endometrial biopsy: result unknown. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, device breakage, dyspareunia, menorrhagia, depression and abnormal uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure micro-insert breakage / device breakage"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), gastric bypass ("gastric bypass") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, anxiety disorder in 1999, asthma in 2007 and lacrimal duct obstruction from (B)(6) 2014. Previously administered products included for an unreported indication: pill and depo-provera. Concurrent conditions included hypertension since (B)(6) 2017, urgency urination and incontinence. Concomitant products included hydrochlorothiazide since (B)(6) 2016, lisinopril and tolterodine l-tartrate (detrol la) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and pelvic pain ("pain"). In 2014, the patient experienced inflammation ("inflammation of body and feet"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), gastric bypass (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression / depression"), dysgeusia ("metal taste in mouth"), weight increased ("weight gain / weight gain"), amnesia ("memory loss / memory loss"), dermatitis ("inflammation of body and feet"), headache ("headaches") and pain in extremity ("feet pain"). The patient was treated with surgery (endometrial biopsy) and surgery. Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, menorrhagia, dysgeusia, weight increased, amnesia and dermatitis had not resolved and the uterine haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, pelvic pain, migraine, headache, inflammation and pain in extremity outcome was unknown. The reporter considered amnesia, back pain, bladder disorder, depression, dermatitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric bypass, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the mentioned symptoms. The essure procedure was performed per protocol. Trailing coils: left - 4 right- 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: full occlusion of plaintiff's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, device breakage, dyspareunia, menorrhagia, depression and abnormal uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure micro-insert breakage / device breakage"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), gastric bypass ("gastric bypass") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, anxiety disorder in 1999, asthma in 2007 and lacrimal duct obstruction from (B)(6) 2014 to (B)(6) 2014. Previously administered products included for an unreported indication: pill and depo-provera. Concurrent conditions included hypertension since (B)(6) 2017, urgency urination and incontinence. Concomitant products included hydrochlorothiazide since (B)(6) 2016, lisinopril and tolterodine l-tartrate (detrol la) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and pelvic pain ("pain"). In 2014, the patient experienced inflammation ("inflammation of body and feet"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), gastric bypass (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression / depression"), dysgeusia ("metal taste in mouth"), weight increased ("weight gain / weight gain"), amnesia ("memory loss / memory loss"), dermatitis ("inflammation of body and feet"), headache ("headaches") and pain in extremity ("feet pain"). The patient was treated with surgery (endometrial biopsy) and surgery. Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue, menorrhagia, dysgeusia, weight increased, amnesia and dermatitis had not resolved and the uterine haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, pelvic pain, migraine, headache, inflammation and pain in extremity outcome was unknown. The reporter considered amnesia, back pain, bladder disorder, depression, dermatitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric bypass, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff still suffers from the mentioned symptoms. The essure procedure was performed per protocol. Trailing coils: left - 4 right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: full occlusion of plaintiff's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, device breakage, dyspareunia, menorrhagia, depression and abnormal uterine bleeding". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- bladder problem, urinary problem, abnormal bleeding vaginal, pain, device breakage, migraines, headaches, memory loss, inflammation of body, feet pain and dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding menorrhagia, device breakage, fatigue, memory loss, weight gain, depression, metal taste in mouth clubbed to previous events. Reporter information, concomitant disease, historical condition, historical drug added from pfs. On (B)(6) 2018: medical record received - new event "abnormal uterine bleeding" was added. Concomitant conditions was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.